Manufacturer narrative:
Based on historical data,probable causes due to some kind of stress such as damage or deterioration of parts, device incorrectly handling during reprocessing and interoperability problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited rust in auxiliary water outlet. There was no patient involvement.